Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device etco2 waveform failed to display during cardiac arrest. The patient involved was experiencing a cardiac arrest. The clinicians placed an advanced airway to assist with providing CPR when the attempted use of the etco2 module did not display a waveform.